Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsulectomy to address capsular contracture. Bilateral explantation performed due to left breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 600cc gel breast prostheses when the left breast prosthesis ruptured after implantation. Rupture was confirmed by both MRI and ultrasound. In addition, the patient suffered from increased size of the left breast with pain. Ultrasound showed a large complex fluid collection around the implant. Silicone granulomas were observed in the lymph nodes as well. The fluid was collected and submitted to cytology for analysis. Cytology results have not been provided to mentor. In addition, the patient had developed baker grade iii capsular contracture in her right breast. The patient underwent a bilateral capsulectomy during which the breast prostheses were removed and re-implanted into the patient, which is contraindicated in the IFU. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2020. This medwatch is for the patient¿s right breast prosthesis.